Event description:
Devices associated with a patient were received without reason for and date of explant. An internet search for the patient's name and date of birth revealed that the patient who was implanted with the devices had passed away 7 months prior. The patient's official cause of death is unknown. Analysis of the returned products has not been approved to date. No additional relevant information has been provided to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and no anomalies were identified in the data. No surface abnormalities were identified during a visual examination of the generator. Diagnostics were within the normal limits. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. Analysis confirmed that the generator was functioning according to specifications and had sufficient battery life at the time of the patient's death. Analysis for the lead was approved. The lead body, including the electrodes and tie downs, was not returned for analysis. Setscrew marks were observed on both connector pins, providing evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pins, thereby ensuring a good electrical connection to the lead. No discontinuities were identified during the continuity check. There is no evidence to suggest an anomaly with the returned portions of the device. Analysis confirmed the functionality of the returned portions of the lead. Note that since the lead body was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. It was reported that the occurrence of the patient's death was unknown to his neurologist. The neurologist had not seen the patient since implant surgery 10 months prior to his death. The neurologist did not know whether the patient's death was related to vns but believed it was unlikely, as the patient had severe epilepsy and other health issues.